Event description:
Information was received that the patient was reimplanted with vns. No additional relevant information regarding the reported event has been received.

Manufacturer narrative:
Event description - correction - inadvertently did not include that the patient had an infection and device explant occurred in the initial MDR submitted. Explanted, give date - correction - inadvertently did not include the explant date in the initial MDR submitted. Patient code - correction - inadvertently did not include the infection code in the initial MDR submitted (B)(4). Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
Information was received that the both the lead and generator were explanted and information was received during the surgery by the surgeon that the vns was being explanted due to infection which was the source of the discomfort. It was indicated that the patient would follow-up at a later time to determine if the device would be reimplanted. The device history record's of the generator was reviewed. The generator passed final quality and functional specifications prior to release. The generator was sterilized prior to being released. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported by the surgeon's office that the patient was scheduled to have a full revision for unknown reason. During follow-up it was reported that the patient is uncomfortable with the position of the device and the surgeon will be repositioning it. It was also indicated that there was low impedance. The low impedance was reported in MFR. Report # 1644487-2019-01957. X-rays were performed but did not show anything. No surgical intervention has been reported to date. No additional relevant information has been received to date.